Event description:
It was reported that a small volume intermate had a black mark on the reservoir. This was identified during storage of the device. The device was filled with an unspecified amount of aztreonam half strength. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Correction: it was reported that a small volume intermate had a black mark on the filter. Additional information: the device was manufactured january 07, 2015 ¿ january 08, 2015. The device was received for evaluation. Visual inspection revealed that there was a black mark on the filter of the device. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.